Event description:
It was reported through the research article titled ¿transcatheter aortic valve replacement for aortic regurgitation in patients with left ventricular assist devices: an institutional experience¿ identifying that heartmate 3 (hm3) may be related to aortic insufficiency and aortic regurgitation (ar). This observational study included 348 left ventricular assist device (lvad) patients implanted from january 2014 to october 2024. Of those 348, 7(2%) patients received a transcatheter aortic valve replacement (tavr) for significant ar and included 5 with hm3 (patients 2 to 6). This event was created for patient 2, age 70. The patient underwent the tavr 234 days after lvad implant. The patient was discharged alive with no mitral regurgitation (mr), tricuspid regurgitation (tr), ar, paravalvular leak (pvl), aortic stenosis (as), and no postprocedural complications.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Section b3: date of event has been entered as 01oct2024, since the lvad implant occurred between january 2014 to october 2024. Author information: bashir h, et al. J. Clin. Med. Journal of the society for cardiovascular angiography & interventions, article in press. Https://doi.org/10.1016/j.jscai.2025.103662 the christ hospital heart and vascular institute and the lindner center for research and education, cincinnati, ohio, USA. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
G2 - report source - correction manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.